Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that this event occurred in the ICU and the insertion site was the right subclavian vein. The senior physician states that the occlusion of lumen was noted during application of single medication (fentanil). The medication was not applied with a perfusor. By aspiration and flushing with heparinized solution, the lumen could be used. There was a reported delay, however, it is noted there was no harm to the pt due to this delay. No further reports of pt harm, complications, death, or injury.